Manufacturer narrative:
Product investigation is in progress.

Event description:
Threads on the applicator [device physical property issue]. Case narrative: consumer reported via e-mail that there were threads on the applicator. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Threads on the applicator [device physical property issue] case narrative: consumer reported via e-mail that there were threads on the applicator. No injury reported.